Event description:
It is reported that the surgeon could not correctly seat the articular surface.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the measured dimensions are within specification. The dovetail feature is compressed. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.